Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances associated with the device. During the investigation mmdg could not replicate the complaint, and found no indication that the complaint occurred as reported. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump "pumped air to the patient". They stated that the pump was set to deliver a rate of 35 ml/hr and did not have a dose set. Mmdg attempted to follow up with the initial reporter multiple times, but were never able to reach them for additional information. (B)(4).